Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose was 485 mg/dl. The daughter was playing around and her infusion set fell off. When the mother tried to put a new set on the customer the set did not go into the customer's skin and the set cannula was bent. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.